Event description:
Patient was revised. Report stated that patient was not experiencing any symptoms and was removed due to recall. Update: (B)(6) 2012 - medical records were received. Although, the patient was not experiencing any symptoms intraoperatively a large pseudotumor filled pocket was found intraoperatively.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.